Manufacturer narrative:
Evaluation of the gurney, confirmed the left patient side-rail support arm is broken. Field service technician replaced the left patient support arm and verified the gurney functions as expected. Gurneys are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care, the gurney should be inspected prior to use. If damage or functional issues are noted during these routine gurney inspections, the unit should not be put into use with a patient and should be reported to manufacturer for servicing. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the patient side rail is broken on one of the support arms. No patient incident or injury was reported.